Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge despite being on the charger for several hours, and the user was guided to confirm correct placement on the charger, consistent with a device energy storage system issue involving the battery and characterized as premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem traced to the battery, aligning with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.